Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance at 91 ohms (B)(6) 2016, rises to 122 ohms by (B)(6) 2016 and remains variable, tracking exactly with svc impedance. Svc defib impedance at 105 ohms (B)(6) 2016, rises to 136 ohms by (B)(6) 2016 and remains variable, tracking exactly with rv defib impedance. 407652 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and out of range, high rv coil and superior vena cava (svc) coil impedance. The pacing impedance also showed high measurement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.